Event description:
It was reported that the pt has had headaches for the past yr, however she has not returned for f/u programming or assessment over this time. She has not worn her external device and continues to experience headaches with and without the processor use. The clinic and pt have decided to explant based on nonuse of the device and the medical need for MRI. There are no concerns with the internal device function. The device was explanted on (B)(6) 2010.

Manufacturer narrative:
The device has been explanted and should be returned to the MFR for eval. When available, a device analysis will be submitted as a f/u report.